Manufacturer narrative:
Control lot: 20miu/ml hcg urine lot: hcg090304-02; 100miu/ml hcg urine lot: hcg090521-01; 250.5ml hcg urine lot: hcg091015-02. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. The 100miu/ml and 250.5/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Verified the product description, lot number and batch record. No abnormal results were found. No corrective action required at this time as no product discrepancy was established.

Event description:
Caller reported false negative urine hcg results on 2 different pts. Caller also reported that they confirmed by cat scan and found fetus from both pts.